Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a severely tortuous and moderately calcified lesion, located in the between the mid obtuse marginal and circumflex artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported the stent dislodged in circumflex and distal left main during withdrawal of device in the vessel. The stent was crushed with secondary stents in the lad and circumflex. Patient status post-procedure is well with no complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.